Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the patient¿s pump was replaced. The new pump was filled with the same drugs and set to minimal flow rate. The patient was going to follow up with their managing healthcare provider on (B)(6) 2020 for a titration increase. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-dec-2019 from the hcp (healthcare professional) who reported that the cause for the motor stall was undetermined. The pump was set to minimum rate and the patient was provided oral medications. The patient was also referred for pump replacement. The current status of the pump was noted to be ¿motor stall; pending replacement¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was that reported the patient was seeing code 8467 (motor stall) on his personal therapy manger device and reported it to the managing physician¿s nurse. The patient noticed this code 8467 on his ptm at approximately 11 a.m.. This code was confirmed as a pump motor stall. No diagnostics were performed, and no interventions had been taken to date. The issue was not resolved at the time of the report. Surgical intervention did not occur but was planned although it had not been scheduled. No further complications were reported regarding the event.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to gear wheel 3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving sufentanil (100 mcg/ml at 1 mcg/day), hydromorphone (24 mg/ml at 9.735 mg/day), clonidine (300 mcg/ml at 3 mcg/day), and bupivacaine (2.5 mg/ml at 1.0140 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient was seeing error code 8476 (motor stall) on their ptm (personal therapy manager) and felt like their pump was not working. The hcp had not yet brought the patient in to interrogate the pump at the time of the report. No further complications have been reported as a result of this event.